Event description:
The complainant had an impella 5.5 pump placed to support a patient in need of care escalation from an impella cp. The patient was in acute myocardial infarction/cardiogenic shock. The patient suffered an access site bleed. The bleed was treated by evacuation and one unit of red blood cells. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided.